Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: additional information that was omitted from the previous version: force sensor calibration reading is within specification. Time test was started but not completed due battery failure. The pump was opened and disassembled and the internal battery was found to be leaking.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the battery compartment is cracked extending from threads down to the sealing. The battery cap returned with the pump was intact, but it was not able to maintain electrical connection, reboots were duplicated. During investigation, a test cap was used, and it was able to keep electrical connection, pump powers ¿on¿ and displays ¿verify¿ screen, the unit was exercised for 24h, no reboots or any alarms occurred during the course of the duration test. Pump passed a 29h flow accuracy test. The cover was removed, no moisture or intermittent condition was found to the pcb or the power flex. Black box from the reported failure date is overwritten; pump was running on 0u basal program since (B)(6) 2011, pump was used just for bolus deliveries. Available data shows evidence of ¿power on reset¿. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's stepmother/reporter contacted animas on (B)(6) 2011 indicating that the patient's blood glucose was elevated to "435 mg/dl" with symptoms suggestive of hyperglycemia after the battery was changed on the animas insulin pump during the weekend of (B)(6) 2011. The reporter indicated that the battery cap was damaged in the process but the patient was unaware. Subsequently, the insulin pump lost power on (B)(6) 2011. According to the reporter, she is not aware of how long the pump was without power, but feels it was quite some time. The battery was replaced on the insulin pump at the time of concern. The date and time was reset. While waiting for a new replacement battery cap, the alleged insulin pump reportedly had some issues with rebooting. On (B)(6) 2011 at 3 pm, 5 pm, and before bedtime, the patient blood glucose read "383, 275, 104, and 157 mg/dl" respectively. On the morning of (B)(6) 2011, the patient obtained readings of "435 mg/dl" upon waking. There were symptoms described as "irritable and had extreme thirst" at the time of concern. This complaint is being reported due to the following conclusions: the reporter claimed that the patient had high blood glucose of "435 mg/dl" with symptom of "extreme thirst after the alleged animas pump lost power possibly due to a damaged cap. Replacement caps were sent to the patient.